Manufacturer narrative:
(B)(4). Root cause identified as workmanship issues during battery pack assembly, coupled with shock and vibration during transit. Process improvements and additional production controls were implemented at the battery pack manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic received a report that a capnostream20p unit caught fire. The incident occurred when the unit was connected to ac power prior to use on a patient. There was no patient in the room at the time, and no patient involvement. Certain sections of the hospital were evacuated and two employees were treated for smoke inhalation.